Event description:
It was reported that during implant attempt, there was sensing difficulty, low sensing, positioning difficulty, no capture, high impedance greater than 2500 ohms, and a helix malfunction. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the lead revealed that the helix/lobe was distorted/bent; the full lead was returned for analysis.